Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue. The device history record (DHR) shows the product was released per specifications. Two used returned samples were visually inspected and the drip chamber, probe, and the tip of the infusion cannula was cutoff from the tubing and not returned. The drain bags and manifolds were also noted to contain surgical residue. The drainbags were filled with fluid to test for leakage and no leakage was detected. A full internal pressure leak test was conducted using an external pressure source and no leakage was detected. Both samples were then tested on a console representing the current software version. Each sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. It was informed that the product was not reprocessed or reused; directions for use (dfu) states that the products are validated for single-use only and should not be reprocessed or reused. It has been found in lab testing that excessive use of any single-use product may contribute to functional breakdown. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer, cassette or drainbag. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that product leakage occurred during two vitreoretinal procedures. The procedures were completed without any consequences or impact to the patients involved. Additional information and product sample were requested.